Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 8 days after the sensor had been inserted in the arm. On tuesday 09/03/2024, the patient went into the grocery store at about 5:15 pm. The patient¿s cgm reading was 100 mg/dl, and no bg reading was documented. Suddenly, the cgm started alerting low on 60 mg/dl and the patient couldn't get his glucose candy out as the symptoms came in so rapidly that the patient almost passed out. Someone at the grocery store treated the patient with gatorade to drink, and someone at the grocery store called the emergency service number. The emergency crew arrived about 15 to 20 minutes later, the paramedics took a bg reading which was 42 mg/dl and there was no cgm reading was documented. The paramedics treated the patient with per orem glucose (oral). At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of the event. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was tested by the paramedics. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.